Event description:
I have mcghan silicone biocell textured high profile implants that were placed in me on (B)(6) 1991. I began having capsular contracture within 1 month of getting the implants and was afraid to have them removed. I have had a myriad of symptoms since that time which have resulted in me trying to determine if I had lyme's disease, ms, arthritis, fibromyalgia and chronic fatigue syndrome, in addition to calcifications that are forming around the scar tissue making them feel like "rocks" and now I am having pain and swelling in my left breast as of (B)(6) 2019. I have style 120 mammary implant. Serial no. (B)(4), lot eeo539 and the other one is no. (B)(4), lot ee0548. I am scheduled to have them explanted in (B)(6) and would like to get financial help. The dr. Will have the fluid and capsule sent out for pathology. I will have results of the pathology in october. FDA safety report ID # (B)(4).